Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by pt's husband that the pt received an implant in the (B)(6) 2007 and is scheduled for revision in (B)(6) 2013 due to high level of metal ions. (B)(4).

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not revised, but the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).